Event description:
It was reported that while using the surgical fiber during a prostate procedure, diminished tissue vaporization was observed at 70,172 joules of use. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was found to have a radial fracture at the fusion zone. The glue was found to have been heated to the point of melting and the cap free to rotate. The fiber distal to the fracture was found to protruded out of the metal cap and was detached. The fiber proximal to fracture rotated freely from the metal cap. The metal cap showed minimal signs of char and crystalline residue. The fiber glass cap showed signs of detritus and char at the cap tip. Based on the analysis findings the fiber/cap conditions would result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.